Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that all afternoon her blood sugars been in 200's mg/dl range. She ate an english muffin and her blood sugar was 318 mg/dl. She keeps bolusing, but her blood sugars are not coming down. She confirmed air bubbles were in the cartridge and tubing, but does not think that they are attributing to her high blood sugar. She was able to prime the air bubbles out. Customer is attributing her high blood sugar to the fact that her pump is not delivering insulin properly. No adverse event alleged. A request was made for the return of the device.